Manufacturer narrative:
The unit was returned to the manufacturing site for investigation. The unit was tested and output was found to be high to manufacturing specifications. Further investigation revealed the thermostat flapper setting screw had moved from the original setting. The exact root cause of this occurrence could not be determined. This is considered an isolated occurrence. No further action is planned at this time.

Event description:
Customer reported they felt the output of their vaporizer was lower than expected. There was no report of patient involvement.